Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that 18cc of medication was aspirated from the pump when it was supposed to be empty. The pump was alarming. The pump was replaced due to end of life. The pt recovered. Dilaudid and bupivicaine were used in the pump. Additional info has been requested, a f/u report will be sent if additional info becomes available.